Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site. The fe replaced the plunger clamp in position # 6. The fe ran the splld, perform the boot test and user software check without error. All test passed. Repairs have returned this instrument to expected operation.